Event description:
It was reported that the patient presented in clinic for Aveir leadless pacemaker (LP) implant procedure. During implant, the LP was observed to prematurely separate from the delivery catheter upon fixation to the tissue. It was elected to leave the LP in position. There were no patient consequences.